Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. Our field service engineer investigated the ventilator on site and solved the reported failure by cleaning the expiratory cassette membrane and the inspiratory pipe. The root cause to the reported issue could not be established by this investigation.